Manufacturer narrative:
The device was received. Investigation is not complete. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified medication. The customer contact reported that while transporting the patient, the tubing separated from an unspecified location on the proximal clave y-site of the tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including, if the tubing set was replaced and the therapy was resumed.